Event description:
Technical services received a call on 10/25/12. Caller reported surgery on (B)(6) aortic valve surgery. Rv impedance 500 ohms, now in the 300 ohms. Is this a concern? 1v threshold. Dr. (B)(6)'s office. Continue to monitor for over sensing, inappropriate stored events. Cannot rule out surgery (cannulation of the svc caused an issue. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).